Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the customer filled the cartridge with an unspecified amount of insulin. Customer¿s blood glucose (bg) level was 350-598 mg/dl. Reportedly, the customer went to the emergency room and was treated with intravenous insulin and saline to address bg level. Customer left the ER a few hours later with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.